Manufacturer narrative:
The field complaint of sparking when powering on was not verified as the event could not be reproduced. The unit was plugged in to an external power source and powered on; the system booted up normally.

Event description:
It was reported that the external programmer would not stay powered on. It was noted that sparking was observed from the cord at the power outlet. There was no injury due to the sparking.